Event description:
It was reported that the patient experienced a loss of stimulation and therapeutic effect. It was noted that the patient's device was explanted. No patient injury or symptoms were reported.

Manufacturer narrative:
Product ID, 37752 lot# serial# (B)(4), implanted: 2006 (B)(6), product type recharger product ID, 37742 lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID, 3708340 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID, 3487a-33 lot# j0417944v, implanted: 2004 (B)(6), product type lead. (B)(4).